Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose that day was above 500 mg/dl with nausea and symptoms of dehydration. The reporter noted the patient was treated in a healthcare provider's office with insulin via injection, they discontinued pump therapy, and the pump's settings were not recently changed. The reporter noted an intermittent power issue. This complaint is being reported because the reported health event was attributed to an alleged malfunction.